Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump, which resolved the issue without recurrence, allowing continued use of the device.